Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for chronic intractable pain. It was reported that during the procedure, the lead advanced a little more than 1 cm deeper than where the anchor was fixated, due to the size of the incision to the ligament when the injex anchor was attached. No patient health damage was reported. Device remains in use and this issue has resolved. Additional information was received from the manufacturer representative (rep). The serial numbers for two leads were provided, unsure which lead was involved in the event. Implant date confirmed. Rep stated that the lead did advance after the anchor was already fixed to the lead and tissue, and after speaking with the physician, it was concluded that the cause might be that the suture was not caught in the protruding region of the anchor. They state that the anchor moved with the lead. Additional information was received from the manufacturer representative (rep). They confirmed that it is suspected that the lead migration issue was due to lead placement. The lead was ultimately implanted within the intended site. Regarding anchor retention, there was inadequate ligation in the protuberance of the anchor, however, the original anchor was used without problems.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: (B)(6) 2023, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: japan either serial# (B)(6) or (B)(6) was involved in this event. However, its unclear which lead was involved at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.